Manufacturer narrative:
On jul 21 2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during the visual evaluation, the device was observed to be ruptured. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On oct 16 2020, it was noticed that the impacted product has not been returned. The device evaluation submitted in the previous report is for an unrelated impacted product. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 385cc (r) and an unspecified mentor gel breast implant (l) and experienced capsular contracture baker grade iii and rupture on the right side and ptosis on the left side. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 465cc, catalog number smpx465, serial number (B)(4) (r) and (B)(4) (l) on (B)(6) 2020.

Manufacturer narrative:
The following information was erroneously omitted from the previous report: this report is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).